Manufacturer narrative:
Patient information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The bulkhead connector was replaced and the issue resolved. The bulkhead connector was returned for analysis. Testing found that the returned connector had one side wall broken out, with bent and broken contacts inside of the connector. This issue has been documented in the hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, serial/lot #: not applicable. System checkout and bulkhead replacement was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the navigation system would not connect with the imaging system. A different navigation system was brought into the case to complete. The issue resulted in a 15 minute procedure delay. There was no impact on patient outcome. The manufacturer representative checked the network information and it was confirmed to be correct. Technical services had the manufacturer representative bypass the bulkhead and communication was able to be established.